Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 168 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.